Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that the patient with this ICD has died. He was found unconscious. Resuscitation was unsuccessful. No further information is currently available. The product was not returned.

Manufacturer narrative:
Received 09 jan 2017: according to new information, the death of the patient is not connected to the device functionality.